Event description:
It was reported that this right atrial (ra) lead exhibited elevated capture thresholds. (B)(6) technical services recommended programming options. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).